Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest recorded blood glucose (bg) of 374 mg/dl. Reports indicated the user had announced a larger than usual meal without eating, resulting in additional insulin delivery. Bg later trended down and returned to range. The device provided a high bg alert. No medical intervention was required.